Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery noticed the tears where in multiple locations, from haptic to lens, it was removed in a secondary implant procedure. Additional information has received and it states that issue was noted during the insertion of the lens through the injector after preparation. Lens removed during initial procedure, then destroyed and back up lens inserted.